Event description:
Per the edwards lifesciences clinical specialist report, during a transapical tavr procedure, the 26mm sapien valve was initially positioned too low and was implanted 30 aortic/70 ventricular in the annular cusp resulting in moderate to significant aortic insufficiency (ai) per aortic root injection. A 2nd 26mm sapien valve was placed within the previously deployed stent approximately 5-6 mm more aortic. The valve/stent was inflated normally and well positioned within the annulus. There was no ai noted after the implant of the 2nd valve. The coaxial alignment of the delivery system and valve was fair, with a poor imaging intensifier angle. There were no issues with the pacing capture and the patient's ventilation was held during deployment. As discussed with the physician, a non-coplanar view gave false impression that the valve was properly positioned in the native annulus. Initial deployment was thus too low. During deployment it appears that one of the calcified leaflets pushed down on the stent causing it to tilt within the annulus resulting in the moderate to severe ai. The patient was stable after the procedure.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, per report the event was not caused by a malfunction of the valve. Per the device instructions for use (IFU), device malposition requiring intervention and transvalvular leak are potential adverse events associated with the transcatheter aortic valve replacement procedure. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, and poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. In this case the root cause for the reported inadequate position of the sapien valve and subsequent ai cannot be confirmed; however, it appears that the final position of the valve was related to procedural factors. Per report, the poor imaging intensifier angle gave the false impression that the valve was properly positioned in the native annulus, which caused the sapien valve to be deployed too ventricular in the annulus. Also, during deployment it appears that one of the calcified leaflets pushed down on the stent causing it to tilt within the annulus resulting in the moderate to severe ai. The patient was stable after the procedure. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.